Event description:
Hosp reports that flow control valve is leaking and that unit is autocycling. Autocycling while on pt. Pt taken off ventilator and placed on another unit. Pt continued to autocycle machine. Staff believes that pt's medical condition contributed to autocycling problem.